Event description:
Wearing of ciba vision o2 optix contact lenses has caused severe eye irritation and blurred vision. Every time contact lens is inserted, extreme irritation of the eyeball occurs and swelling and redness of the eyelid occurs.